Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia roticulator 45-4.8 sulu and one egia ultra universal stapler. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the instrument noted one sheared tooth in the middle of the firing rack. Visual inspection of the cartridge revealed that the reload was partially fired with a bowed anvil, deformed anvil clamping mechanism and buckled knife bar assembly. Functionally, the instrument was loaded with a pmv representative reload and when fired, a skip was audible in the firing stroke. The subject reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Replication of the sheared tooth on firing rack, the bowed anvil, the deformed anvil clamping mechanism, and the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a procedure, the device partially fired. No other adverse events were reported. Should requested additional information be received, a supplemental will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: according to the reporter, during a thoracic wedge procedure there was a poor staple formation and it was then re-stapled. The jaws did not get stuck and lock on the tissue. The present condition of the patient is fine.